Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that during implant attempt, there was sensing difficulty and oversensing of the right ventricular lead. The physician removed the lead twice and retightened the screws, but noise was seen. The physician stated the screws "never felt they tightened completely." The device was not used. No patient complications have been reported as a result of this event.